Event description:
Boston scientific received information that the patient with this s-ICD system returned approximately one month post implant with risk of infection. The patient was hospitalized for a preferred antibiotic treatment regime; however, due to a previous patient condition, explant was selected for resolution. No other resulting adverse patient effects were reported. No return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.